Manufacturer narrative:
(B)(4).

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer owned video bronchoscope was previously returned to pentax medical from a customer on 04-dec-2020. (B)(6). The endoscope was inspected by pentax medical service under service order (B)(4) and the technician documented the following inspection findings on 07-dec-2020: suction arm loose, umbilical cable severe crush, failed dry leak test, failed wet leak test, #3 remote control button not working, #2 remote control button not working, #1 remote control button not working, #4 remote control button not working, # 4 remote control button cover cracked, insertion tube mild dent at stage 1, leak at # 4 remote control button cover. Inspection of the suction arm was performed and the device failed the inspection criteria. The endoscope's repairs to be performed where the loose suction arm will be corrected, and the unit returned to inventory upon completion. Parts replaced: o-rings and seals, light guide cable, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5), r.c. Button (4) pb-free. Pentax medical model eb-1570k, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2011. The endoscope was repaired and approved was delivered to the customer on (B)(6) 2020 under delivery order (B)(4).